Event description:
The customer reported that during a case the system's buzzer sounded and all panel lamps of the monitor cart turned off. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported problem. The boards, the communication line and the power supply line were cleaned, and a contact reinforcer was applied. The system was tested and found to be working as intended and put back into service.